Event description:
The customer reported that the insulin pump was dropped and the activate button stopped working. The customer changed the battery and the problem continued. The customer also stated that she had low blood glucose the day before and she felt that maybe the device over infused insulin into her body. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.